Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to locate the app icon on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.